Event description:
It was reported that the pediatric patient experienced bleeding at the insertion site which occurred the same day the sensor has been inserted in the arm, on (b)(6) 2026. The patient was hospitalized due to a high temperature that would not lower. The patient's health care provider advised that the high temperature may be due to bleeding from the sensor, which began when the sensor was inserted. At the time of interaction, the patient had not received any treatment. No diagnosis has been confirmed as Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of report, the patient condition was unspecified. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).